Event description:
It was reported that during a laparoscopic gastric by-pass procedure the device was loaded with a white cartridge. After the device was removed the middle of the staple line failed. The staples did not form in the middle of the staple line. The surgeon over sewed and complete the case by reloading the same device. The surgeon had difficulty inserting the device into the trocar. When the surgeon was moving the device around the trocar was leaking around the seal. The rep stated that there may have been a little torque, but not much. They used the trocar to complete the case. There was no patient consequence. On what tissue type was the device used? Bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 2nd stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original. (Pre-fired) positions, without intervention? No.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.